Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 165mg/dl. Troubleshooting was performed. Assisted the caller to run the displacement test and the test failed. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. Motor passed motor test. Unable to perform no delivery test due to prime/fill anomaly and motor error alarms during basic occlusion test. The insulin pump passed displacement test.